Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
While the product was being reviewed by the investigation unit, it was found that the lancet protruded beyond the end cap of the fastclix device. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6).